Event description:
Customer reported that on (B)(6) 2012 at 6:00 am he was feeling "weird," didn't "know what (he) was talking about" and experienced "weakness." Customer attempted to perform a test using his adc blood glucose meter but received an e-6 message on the display. Customer further reported he received the same error message later in the day at 5:30 pm. Customer additionally reported a calibration issue noting the meter would not accept the calibration code. Customer self-treated with peanut butter in the morning and pear honey and jelly in the afternoon. Paramedics were called in the afternoon and administered glucose via intravenous infusion. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The test strips the customer was attempting to use expired on february 28, 2012. However, it was reported by the customer the box indicated the test strips were to expire on february 28, 2013. An e-6 message will display in the presence of expired test strips. The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. (B)(4).

Manufacturer narrative:
The meter was returned and investigated with retained test strips. Meter powered on with button depression and insertion of both calibration bar and test strips. Meter was calibrated and calibration was recalled successfully. Error-6 during calibration and test strip insertion was not observed. Visually inspected returned test strip carton. Did not observe incorrect information printed on product. Expiration date printed on the carton is (B)(4) 2012. As test strip lot reported with this complaint is expired, a device history review (DHR) of the test strips was requested. The DHR for lot number (45729) indicated the test strips were performing within their performance claims and met the manufacturer's quality specifications prior to their release. This is a final report.